Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-02571 and 3005099803-2011-02572 addresses the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, they had three clips that would not fully deploy away from the sheath. They had to pull each clip off of the tissue and each clip then fell off of the sheath and into the patient. All three clips were left to pass naturally. It was reported that there was no tissue damage or bleeding . The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.